Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Review of the device labeling notes the following: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.

Event description:
Reported as: a patient had the orbera intragastric balloon reported uncontrollable vomiting. An x-ray of the abdomen and endoscopy confirmed hyperinflation. Device was removed.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 01/10/2019. Additional information: device evaluation summary: a visual examination was performed on the returned balloon. The balloon was noted to be discolored, as the shell was dark blue in appearance. White particles and apparent material degradation was observed on approximately 95% of the outer surface of the balloon center patch, and approximately 80% of the outer surface of the balloon shell. As the fill tube was not returned with the device, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and balloon was noted to be leaking from two separate openings on the radius of the balloon shell. Under microscopic analysis, the two openings on the shell were both observed to have striated edges, consistent with damage from a surgical tool. Yellow particulate matter was observed on the inner surface of the slit valve. Material degradation was noted to be covering approximately 95% of the outer surface of the center patch, and approximately 80% of the outer surface of the balloon shell.